Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 61 mg/dl and but her blood glucose was 85 mg/dl. Customer was advised to turn the sensor feature off and back on and perform reconnect old sensor and monitor. The customer called back and stated she was still having differences. The sensor glucose was 54 mg/dl and the insulin pump kept going into threshold suspend. Customer was advised to change the sensor if she had waited 5 hours since she inserted.